Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi mode when attempting to review the stored electrograms. A different programmer was used with the same results. The device remained implanted. No additional information was available.